Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that vessel dissection occurred. The target lesion was located in the left anterior descending artery (lad), left circumflex artery (lcx) and right coronary artery (rca). A 3.50 x 32 synergy¿ drug eluting stent was advanced and deployed to treat the lad lesion. Post stent deployment, as the physician took a fluoro shoot, dissection was noted at the distal end of the lesion site. A 2.75 x 16mm promus¿ element stent was deployed to cover the dissection. Afterwards, 3.00 x 24 synergy¿ stent as deployed in lcx and another 3.00 x 28 synergy¿ stent was deployed in rca. No further patient complications were reported and the patient's status was stable and was responding well to medicines.